Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the bilde duct during a peroral cholangioscopy (pocs) procedure performed on (B)(6), 2022. During the procedure, the image from the spyscope has disappeared. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.